Event description:
Reporter stated the following results were received from one patient on a performa system within 2 minutes: 29.7 mmol/l and 6.0 mmol/l. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.